Event description:
While using a byte day aligners, patient experienced lower front teeth get very loose. They also complain of pain in their lower gum and cannot chew well. Patient has stopped aligner treatment due to these complaints.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.